Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported that a blood leak occurred during hemodialysis treatment. The blood leak was reported to be internal and was visually observed in the dialysate. Blood test strips were not used; the blood leak was obvious. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 150ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The device was discarded by the user facility and was not available for manufacturer evaluation.